Event description:
The micro sagittal saw was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.